Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the cartridge loading process, continuous air was removed from the cartridge. Another cartridge was used. Customer's blood glucose was within 54-500 mg/dl.